Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a failed battery test. Customer also states that when they tried changing the battery, the insulin pump wouldn't come on at all. The blood glucose reading is 7.0 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump gave an unexpected failed battery test alarm after battery insertion due to a corroded battery tube. The operating currents could not be verified and the off no power alarm could not be tested due to the failed battery test alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.